Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "the drill broke off in the medullary cavity while drilling into the distal oval hole, as the bone quality was quite good. The front bone was opened with a hollow reamer and the remaining drill tip was extracted. After the event, a new drill was used and insert a screw."